Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on the pt experienced a shocking or jolting sensation and a loss of therapeutic effect. No treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.